Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 04/21/2020. Patient code: 3189 - surgical intervention. It was reported that the patient experienced pain and distress following the procedure. It was reported that underwent a cystoscopy by the doctor at the hospital in cork on (B)(6) 2017. It was reported that she underwent a urethrolysis and excision of mesh as well as a cystoscopy and urethroplasty on (B)(6) 2017 by the physician. It was reported that in february of 2019 the patient underwent mesh removal by the physician.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Report submission exceeding 30-days due to fdas exemption transitioning period.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2015 and mesh was implanted. No additional information was provided.